Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during a review of the event history log. Upon conclusion of the investigation, the cause of the iipv event was determined to be one or more cycles advanced to the next fill when a slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 21:31:32. During night drain cycle seven, the patient's ultrafiltration reading was 878ml, indicating the patient drained 878ml more than their maximum programmed fill volume of 1300ml. No additional information is available.